Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a respiratory surgery, the device for the first firing could be used. However, on the second firing, the device could not be used because the firing could not be performed after squeezing. There was no patient injury.